Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 500mcg/ml at 24 mcg/day via an implantable pump. The indications for use were non-malignant pain and post spinal cord injury. It was reported the catheter was blocked. It was unknown what led or contributed to the issue. The patient stated that nothing out of the ordinary happened. Diagnostics/ troubleshooting included 2 different offices attempted to aspirate thought the side port but both were unsuccessful. The catheter was replaced. The catheter had a yellow, tacky substance in the catheter. The physician stated likely from compounded mediation. The issue was resolved. At the time of the report, the patient status was alive, no injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2016 and it was reported that the pump had previously been delivering fentanyl and prialt. The blocked catheter occurred in (B)(6) 2015. The patient was seen on (B)(6) 2015 and had a recent medication change (prialt was removed from the pump on (B)(6) 2015). They were unable to aspirate the side port, but she did however appreciate analgesia following a bolus. She had done poorly since the medication change and needed a formal dye study to confirm whether the catheter was patent or even in the subarachnoid space. Fluoroscopy was used for imaging to facility access to the side port as well as the catheter study on (B)(6) 2015. The catheter was aspirated, but only minimal catheter volume was retrieved; no csf (cerebrospinal fluid). Imaging was somewhat difficulty due to long posterior rodding, but the physician could not visualize any intrathecal component. They injected 15 cc of omnipaque 240 while fluoroscopy scanning and the physician could see no intrathecal dye or component of the catheter. The connection was tight at the side port and catheter. The needle was removed and the patient was taken to recovery having tolerated the procedure well. After adequate recovery, the patient sent for an immediate confirmatory thoracic CT and "cdi fishers." The formal radiological report indicated "no intrathecal catheter or contrast dye seen; contrast appears to be pooling in the dorsal deep tissue surrounding t11." The addendum to the report indicated "cdi/CT confirmed our findings; patient will be sent for catheter revision." Per the hcp, the symptoms related to the event were agitation, increased pain (pain score 7-8/10), muscle cramping, and stiffness which the patient reported on (B)(6) 2015. At that visit, it was noted that the "intrathecal catheter was not in place." On (B)(6) 2016, the patient was taken to surgery. The catheter was found to be completely clogged all the way towards the intrathecal portion; it was not dripping at all. A new catheter was implanted and the old catheter was then completely removed. They noticed that there was material that looked like it could be the source of the clog in the intrathecal catheter at the connection to the side port.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.